Event description:
It was reported that the patient discovered a previously-unknown allergy after a mobi-c device was implanted. The patient is undergoing allergy testing, but no treatment plans have been made yet.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation : product was not returned for evaluation and photographs were not provided for review, so device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient or traumatic factors. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the patient discovered a previously-unknown allergy after a mobi-c device was implanted. The patient is undergoing allergy testing, but no treatment plans have been made yet.